Manufacturer narrative:
Patient is experiencing prolong healing time after facial resurfacing with j-plasma. Patient noticed lumpy lines appearing during healing. She received subsequent treatment for tightening around the eyes. No allegation of device malfunction. Device not returned for evaluation.

Event description:
Patient experience prolong healing after facial resurfacing with j-plasma.